Manufacturer narrative:
The following fields were update with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 21-mar-2023. H.6. Investigation summary: bd received 4 tube samples, 4 holders, and 4 photos from the customer in support of this complaint. The photos were evaluated and do show the hemogard closure assembly is in the holder and the tube is not attached. The 4 tube samples and the 4 holders were inspected for damage with 0 visible defects. Functional testing was performed on the sample tubes using the holders provided. The tubes were within specification limits with no issues observed with the stopper function, the holders provided were used in the testing with no issues. Additionally, 10 retention tubes from the bd inventory were visually inspected and functionally tested and no issues were observed as all tubes were within specification limits with no issues observed with the stopper function. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, the customer tube and holders samples and the retention samples did not exhibit the customer¿s failure mode. Bd is unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the stopper pulled out of tube and sample leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: bd rep, on behalf of customer, provide photo showing an uncapped tube but no additional details.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the stopper pulled out of tube and sample leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: bd rep, on behalf of customer, provide photo showing an uncapped tube but no additional details.